Event description:
On july 26, 2006, the lay user/patient contacted international affiliate, alleging the one touch ultra meter was giving the error 4 message. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. On july 31, 2006, the tsr mailed a letter requesting the patient contact customer service. In 2006, the patient obtained the error message error 4 on the reported meter; he did not obtain a blood glucose result. The patient was unable to state whether or not he was experiencing any symptoms of high or low blood glucose levels. The patient took no action following the use of the meter. The patient's sister contacted emergency services. The patient was given an injection, possibly glucagon, and transported to the hospital. The patient was admitted to the hospital for one week. It would have been helpful to determine how long the error message had been occurring, the patient's symptoms, why emergency services were contacted, the patient's blood glucose level as tested by the paramedics, the specific injection given, the patient's admitting diagnosis, the patient's blood glucose readings from earlier on the day of the event, his medication regimen, and if he had a backup meter. The tsr determined during the troubleshooting telephone call that the test strips were in good condition and the testing room temperature was within meter specifications. The tsr also determined during the call that the patient's testing technique was incorrect. The error message issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. Little information was provided as to the patient's symptoms, diabetic state and treatment in the hospital. The patient was unable to test his blood glucose level due to the error 4 error message on the reported meter; he received emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.